Manufacturer narrative:
The event was reported to have occurred on an unreported date in (B)(6) 2022. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a pd infection manifested by cloudy effluent and stomachache. The specific site was unknown. The cause of the event was not reported. The patient was hospitalized and was treated with cephalosporin (intraperitoneal) and heparin (intraperitoneal) for the event. At the time of this report, the patient has been discharged from the hospital. It was recommended by the doctor that the patient continue taking the medication after returning home because the patient still has symptoms of stomachache. Pd therapy was ongoing. No additional information is available.